Event description:
It was reported that the patient was hospitalized and treated with intravenous diuretics for decompensated heart failure and that the heart failure was possibly related to the implantable cardioverter defibrillator (ICD) system. It was further noted that the patient had experienced ventricular tachycardia (vt) at a heart rate of 160 bpm in addition to the heart failure symptoms. The device and system remain in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and oversensing due to non-physiologic signals/sic (sensing integrity counter). Fourteen non-sustained tachycardia (nst) less than or equal to 210 ms were observed between (B)(6) 2009 and (B)(6) 2009. Ventricular sic equal to 210 counts in 9.63 days between (B)(6) 2009 and (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.